Manufacturer narrative:
G4:18mar2021. B4:02apr2021. Information received confirmed this was a material order and there was no device malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported accumulator batteries. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.